Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/ migration of essure device location of device: pelvic peritoneum'), pregnancy with contraceptive device ('pregnancy ( with complication )'), genital haemorrhage ('general abnormal bleeding') and gestational diabetes ('gestational diabetes') in a 30-year-old female patient who had essure (batch no. 758632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included type 2 diabetes mellitus. Concurrent conditions included morbid obesity. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 21 days after insertion of essure. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), psychological trauma ("psych injury"), gestational diabetes (seriousness criterion medically significant) and pre-eclampsia ("preeclampsia"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, weight increased, gestational diabetes and pre-eclampsia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, gestational diabetes, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, psych injury, migration discrepancy noted in insertion date: (B)(6) 2010 (previously reported) and in current fu ((B)(6) 2010) was reported. Child case has been created for the birth defect which is captured under the case diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: right occlusion only. Pathology test - on (B)(6) 2019: surgical pathology report. Final diagnosis: result: a&b) right and left fallopian tubes, bilateral tubal ligation:- complete transection. - entire muscular wall and lumen are identified on both fallopian tubes. Gross examination: the case is received in two parts:- a) part a is labeled "right fallopian tube" and consists of a 3.5 cm long fimbriated portion of fallopian tube. The mesosalpinx is tan-pink and smooth. Sectioning reveals a pinpoint patent lumen. Representative sections of tube and bisected fimbria are submitted in one cassette. B) part b is labeled "left fallopian tube" and consists of a 3.0 cm long fimbriated portion of fallopian tube. The mesosalpinx is tan-pink. Sectioning reveals a pinpoint patent lumen. Representative sections of tube and bisected fimbria are submitted in one cassette.. Lot number: 758632, manufacture date: 2010-07, expiration date: 2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/ migration of essure device location of device: pelvic peritoneum'), pregnancy with contraceptive device ('pregnancy (with complication)') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure (batch no. 758632) inserted for female sterilisation. The occurrence of additional nonserious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included type 2 diabetes mellitus. Concurrent conditions included morbid obesity. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("psychological or psychiatric problems ¿ mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 21 days after insertion of essure. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), psychological trauma ("psych injury"), gestational diabetes ("gestational diabetes") and preeclampsia ("preeclampsia"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, weight increased, gestational diabetes and preeclampsia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, gestational diabetes, menorrhagia, pelvic pain, preeclampsia, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, psych injury, migration discrepancy noted in insertion date: (B)(6) 2010 (previously reported) and in current fu ((B)(4) 2010) was reported. Child case has been created for the birth defect which is captured under the case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2011: right occlusion only. Pathology test - on (B)(6) 2019: surgical pathology report final diagnosis: result: a&b) right and left fallopian tubes, bilateral tubal ligation: complete transection. Entire muscular wall and lumen are identified on both fallopian tubes. Gross examination: the case is received in two parts: a) part a is labeled "right fallopian tube" and consists of a 3.5 cm long fimbriated portion of fallopian tube. The mesosalpinx is tan-pink and smooth. Sectioning reveals a pinpoint patent lumen. Representative sections of tube and bisected fimbria are submitted in one cassette. B) part b is labeled "left fallopian tube" and consists of a 3.0 cm long fimbriated portion of fallopian tube. The mesosalpinx is tan-pink. Sectioning reveals a pinpoint patent lumen. Representative sections of tube and bisected fimbria are submitted in one cassette. Quality safety evaluation of ptc: unable to confirm complaint. Most recent followup information incorporated above includes: on (B)(6) 2019: new pfs and mr received the event pregnancy no complication updated to pregnancy with complication. Gestational diabetes, preeclampsia, abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping); weight gain / loss specify which one: weight gain. Lot number and reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration'), pregnancy with contraceptive device ('birth - no complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, psych injury, migration. Discrepancy noted in insertion date: (B)(6) 2010 (previously reported) and in current fu ((B)(6) 2010) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events abdominal pain,back pain, general abnormal bleeding, psych injury, birth - no complication, device ineffective, migration was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.